Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to toggle and loosening of the tibial component and talar implant removal for inbone stem implantation on revision implant.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to toggle and loosening of the tibial component and talar implant removal for inbone stem implantation on revision implant.

Manufacturer narrative:
The reported event could be confirmed based on assessment provided by medical expert. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. There is clear loosening and subsidence visible for the tibial component. Radiolucence and cysts are visible. The talar component, however does not show significant radiolucence. No loosening or migration can be confirmed. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Based on investigation, the root cause was attributed most likely to a patient related issue. The event was likely caused by presence of cyst around the tibial component which affects the stability of implant. If the device is returned or if any additional information is provided, the investigation will be reassessed.